Event description:
It was reported that during use with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a carryover issue: when we run mrd-samples (up to 5.000.000 ev), we acquire filtered facsflow between tubes. Today we use more time cleaning between tubes than actually run the samples. 16-dec-2020 - reply from fse: is this a clinical or a research client? Clinical. What instrument was used to perform the test? The one in the work order are the maintenance records up to date on the instrument? Yes. How was the issue discovered? Were erroneous results reported? During cleaning between tubes, standard procedure. What type of specimen was it? Bone marrow, peripheral blood? Not specified was this a clinical specimen? Not specified. What testing was being performed? Was this a standard leukemia/lymphoma panel? Were there add-on tubes performed? Not specified. Was the testing repeated or were the results confirmed? Not specified. Question, and what was the cell count of the relevant cell population? Not specified. What was the exact amount of carryover? How was this determined? Not specified are the dot plots from the analysis available for review? Not specified. Tor erlfeldt : 2021-01-08 12:44:38 (gmt). Wo comment: wo-01746950. User: tor erlfeldt. Created on: 2021-01-08 12:44:38 gmt. Comment type: local. Te210108: monitoring this issue. Juan acosta : 2020-10-27 14:44:18 (gmt). Customer reports a carryover issue: when we run mrd-samples (up to 5.000.000 ev), we acquire filtered facsflow between tubes. Today we use more time cleaning between tubes than actually run the samples.

Manufacturer narrative:
After further review is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a carryover issue: when we run mrd-samples (up to 5.000.000 ev), we acquire filtered facsflow between tubes. Today we use more time cleaning between tubes than actually run the samples.